Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the cuff lock arms being asymmetrical was confirmed during the evaluation of (B)(6). The pump was returned assembled with the cuff lock partially inserted. The apical cuff was returned separate from the inflow cannula. Examination of the apical cuff revealed no atypical damage to its hardware or silicone anti-rotation features. Visual inspection of the cuff lock found that one of the locking arms appeared bent away from the inflow cannula. One of the locking arms was biased outside of the lockout position, while the other locking arm appeared to be in the correct position. Small scratches were observed on the surface of the cuff lock. The cuff lock moved freely upon manipulation. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. An overlay of the cuff lock with its drawing confirmed that one of the locking arms was bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications due to the damage to the cuff lock, the pump was unable to be reassembled with an apical cuff in place. The locking arm that was bent outwards away from the inflow cannula did not slide into the grooves that would normally allow for locking. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14jan2020. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that on (B)(6) 2021, the surgeon was having difficulty with the cuff lock mechanism. The surgeon reported that the connection looked asymmetrical and was not attaching onto the cuff. While assessing the cuff lock engaged (not attached to a cuff) , the surgeon was not able to retract it. Due to the inability to retract the cuff lock to attach it to the cuff, the decision was made by the surgeon to swap out the pump. The pump will be returned for analysis. The patient did not suffer an adverse event as a result of this and was reported to be extubated and sitting in the chair.